Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that the liquid crystal display (lcd) was out of specification electrical. Hanger assembly was broken and main world label was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) display was broken and that there was a blue streak across the screen. The epg was returned for service. There was no patient involvement.